Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient on toilet, when he stood up his implanted hip dislocated. Surgeon revised liner & femoral head to mdm. Did not remove cup or femoral component.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: a review of the provided information by a clinical consultant noted: evaluation of component position is thus principal to solving such cases and requires x-rays, not available for this patient. Also the primary arthroplasty report, the only document available, provides no clues to the problem, it describes a thr without issues or complications, as usual. As such, root cause of failure cannot be established due to lack of info. - device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. - complaint history review: review indicated there have been no similar other events for the reported lot. Conclusions: a review of the provided information by a clinical consultant concluded: the cause of such problems is always external to the device and not related to any issue with materials and/or manufacturing properties. So, whatever the root cause of failure, this case is not device-related. X-rays are required to further detail this case. Additional information, including revision surgery operative report, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available and/ or if the product is returned, this investigation will be re-opened.

Event description:
Patient on toilet, when he stood up his implanted hip dislocated. Surgeon revised liner & femoral head to mdm. Did not remove cup or femoral component.